Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by the penumbra clinical team on (B)(6) 2025: 1. Section b. Box 5. Describe event or problem 2. Section h. Box 6. Health effect clinical code 1 & health effect impact code 1 note: the patient's death was previously reported to be a serious adverse event with a possible relationship to the indigo system aspiration catheter 12 (cat12) and the index procedure. However, on (B)(6) 2025, the independent medical reviewer (imr) adjudicated the serious adverse event from death to cardiogenic shock with an unrelated relationship to the cat12 and the index procedure. Therefore, this event is not considered reportable against the cat12.

Event description:
It was reported that the patient was admitted in critical condition after experiencing cardiac arrest and requiring resuscitation. The patient had deep loss of consciousness, wide and non-reactive pupils, and extreme circulatory and respiratory failure. In laboratory tests taken prior to treatment, there was intensified metabolic and respiratory acidosis and evidence of liver injury. The patient then underwent a successful thrombectomy procedure to treat a pulmonary embolism in the right and left pulmonary arteries and its branching lobar arteries using an indigo system aspiration catheter 12 (cat12), a lightning aspiration tubing (lightning), an indigo system separator 12 (sep12), and a penumbra engine (engine). During the procedure, significant amounts of embolic material were removed; however, towards the end of the surgery the patient required continuous positive airway pressure (CPAP) oxygen therapy to maintain atrial oxygen saturation at greater than 80%, and catecholamines infusion. After the procedure, the patient was transferred to the intensive cardiac case unit. The patient then experienced circulatory and respiratory decompensation followed by sudden cardiac arrest due to asystole. After an approximately hour-long resuscitation with a lucas device and administration of alteplase, adrenaline, and noradrenaline, a return of spontaneous circulation was achieved. The intensive life support that started during resuscitation was continued. Despite the administered intensive care, the patient¿s condition kept deteriorating gradually. The patient expired a few hours later. The patient¿s death was reported to be a serious adverse event with a possible relationship to the cat12 and the index procedure. On (B)(6) 2025, the independent medical reviewer (imr) adjudicated the serious adverse event from death to cardiogenic shock with an unrelated relationship to the cat12 and the index procedure.

Event description:
The patient underwent a thrombectomy procedure for pulmonary embolism using an indigo aspiration system. It was reported that the patient was admitted in critical condition after experiencing cardiac arrest requiring resuscitation prior to treatment. The patient was treated with the indigo aspiration system cavt tubing. The patient was then transferred to the recovery room. The patient experienced circulatory and respiratory decompensation followed by sudden cardiac arrest due to asystole. The patient was intubated, transferred to the intensive care unit (ICU), and expired a few hours later. The patient's death was reported to be a serious adverse event with a possible relationship to the indigo aspiration system and the index procedure.

Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by the penumbra clinical team: 1. Section a. Box 2. Age at time of event/age unit, 2. Section a. Box 3a. Sex, 3. Section b. Box 2. Outcomes attributed to adverse event, 4. Section b. Box 5. Describe event or problem, 5. Section d. Box 1. Brand name, 6. Section d. Box 4. Catalog #, unique identifier, 7. Section h. Box 6. Health effect impact code 2.

Event description:
It was reported that the patient was admitted in critical condition after experiencing cardiac arrest and requiring resuscitation. The patient had deep loss of consciousness, wide and non-reactive pupils, and extreme circulatory and respiratory failure. In laboratory tests taken prior to treatment, there was intensified metabolic and respiratory acidosis and evidence of liver injury. The patient then underwent a successful thrombectomy procedure to treat a pulmonary embolism in the right and left pulmonary arteries and its branching lobar arteries using an indigo system aspiration catheter 12 (cat12), a lightning aspiration tubing (lightning), an indigo system separator 12 (sep12), and a penumbra engine (engine). During the procedure, significant amounts of embolic material were removed; however, towards the end of the surgery the patient required continuous positive airway pressure (CPAP) oxygen therapy to maintain atrial oxygen saturation at greater than 80%, and catecholamines infusion. After the procedure, the patient was transferred to the intensive cardiac case unit. The patient then experienced circulatory and respiratory decompensation followed by sudden cardiac arrest due to asystole. After an approximately hour-long resuscitation with a lucas device and administration of alteplase, adrenaline, and noradrenaline, a return of spontaneous circulation was achieved. The intensive life support that started during resuscitation was continued. Despite the administered intensive care, the patient's condition kept deteriorating gradually. The patient expired a few hours later. The patient's death was reported to be a serious adverse event with a possible relationship to the cat12 and the index procedure.